Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service alarm issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/28/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2017 with the following findings: a review of the black box showed no evidence of a call service 006 alarm. The history download file was corrupted. The pump powered on to a hard call service 006 alarm. The pump cover was removed to find moisture on the printed circuit board and on the eeprom. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The returned battery cap was able to fit.